Manufacturer narrative:
We received one hemostasis type non-bonded introducer returned out of package for examination. The reported event of " backflow of blood from the circular valve" was confirmed. Review of the photo and videos shows leakage from the valve housing and the 2nd video shows leakage between the valve housing and the sheath hub. It appears the leakage between the hub and housing is due to a loose connection. The first video shows leakage from the valve housing without a catheter inserted, indicating damage to the duckbill valve. Leak testing was performed with and without a catheter inserted and leakage was observed without the catheter. The introducer valve internal components were examined and the duckbill valve was found to be torn and the missing section of the duckbill valve was not returned. This condition will allow leakage without a catheter inserted through the introducer valve. The tear in the wiper gasket or duckbill valve may occur if the dilator is inserted at an angle through the housing first puncturing a hole and tearing to the center hole in the wiper gasket and then puncturing the duckbill valve and tearing as the dilator is pushed through the valve housing. The IFU shows a diagram of the dilator being inserted straight through the valve housing. No other damage or leakage was observed. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that there was a backflow of blood from the circular valve (swan ganz insertion port) and leakage was observed through the introducer. Blood loss was estimated to be around 20 -30 ml. There was no consequence for the patient. The device was available for evaluation.